Event description:
No additional information received from the customer.

Manufacturer narrative:
Corrected fields: b3. This supplemental report is being submitted to provide a correction to the initial reported event date.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during lab, the oes cystonephrofiberscope tested positive for less than 1 colony forming units (cfus) of pseudomonas aeruginosa on july 19, 2025. The device was retested on january 31, 2026, and it tested positive for 1 cfu of an unspecified aerobic microorganism. The device was tested again on february 12, 2026, and tested positive for 33 and 31 cfus of unspecified aerobic microorganisms. The device was tested again on february 28, 2026, and tested positive for more than 1 cfu of an unspecified aerobic microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.